Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt underwent a pocket revision procedure due to the pocket being uncomfortable. The pt was reportedly doing well following the procedure.